Event description:
The information provided to sjm indicated a 29mm epic valve was implanted on (B)(6) 2012. The patient presented with mitral valve stenosis 1 year later. The valve was explanted on (B)(6) 2013 and replaced with an sjm mechanical heart valve.